Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found the unit would not power on, the control bar was loose, and the following components were damaged: bearings, screw, spring, pin, swivel, width plate, and throttle gasket. Tech replaced the motor, bearings, screw, spring, pin, swivel, width plate, and throttle gasket. They adjusted the control bar, the unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit was in need of repair for an unknown reason after an incident outside of surgery on an unknown date. Evaluation of the device later found that the width plate was damaged. There was no patient involvement, no patient harm or injury, and no surgical delay. Attempts have been made and no further information has been provided. Diligence is complete.